Event description:
A clinical incident involving an arthrocare arthrowand was reported to arthrocare corporation. The reported incident involved an ac joint and debridement procedure of the shoulder. The pt sustained a third degree burn 10-20 cm squared in area on the inner side of arm, a few centimeters above the pt's elbow. The burn was treated with actisorb and administered antibiotics. The pt is reported to be doing well.